Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that nine days after the ventricular assist device (vad) implant procedure, the patient experienced pre-known self-limited ventricular tachycardia (vt) that was treated with intravenous (IV) amiodarone. The patient also experienced several episodes of thoracic aortic aneurysm (taa) for which their amiodarone dosage was increased. Two weeks later, the patient had renewed episodes of vt requiring cardioversion and their amiodarone was increased several times over the next few weeks. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, nine days after the ventricular assist device (vad) implant procedure, the patient experienced preknown self-limited ventricular tachycardia (vt) that was treated with intravenous (IV) amiodarone. The patient also experienced several episodes of thoracic aortic aneurysm (taa) for which their amiodarone dosage was increased. Two weeks later, the patient had renewed episodes of vt requiring cardioversion and their amiodarone was increased several times over the next few weeks. The vad remains in use. No further patient complications have been reported as a result of this event.